Event description:
It was reported that during surgery the implants did not seat. A back device was available and less than 30 minutes delay was reported.

Manufacturer narrative:
The associated devices, used in treatment, were returned and evaluated. A visual inspection of the returned devices could not confirm the stated failure mode. The devices had numerous scratches and nicks from the attempted implantation and extraction. The devices were manufactured in 2018. A dimensional inspection of the shells found the devices did not meet specification. A dimensional inspection of the liners found the devices did meet specification. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have reason to suspect that the product failed to meet product specifications at the time of manufacture. The potential probable cause for this event is likely a manufacturing process error. Based on this investigation, the need for corrective action is indicated.